Event description:
The site reported that at the start of a laparoscopic colectomy, the surgeon found a burn of 2 or 3mm width on the chest of the pt where the pencil was resting. The pencil was plugged into the monopolar 1 receptacle and activation was to occur via a footswitch. A nurse reported that without touching the footswitch button on the touchscreen, the generator was turning on and off automatically. The customer thinks the concurrently used pencil had no failure which might have caused the event. There was no bleeding, and the length of the procedure was not extended due to this incident.

Manufacturer narrative:
(B)(4). To date the incident generator has not been received for eval. If the unit is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.